Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the involved angio-seal arteriotomy locator appeared to be kinked at the blood inlet hole location when they opened the device. When attempting to insert the arteriotomy locator into the angio-seal sheath, the arteriotomy locator kinked at the blood inlet hole. The device was not placed in the patient. The arteriotomy locator kinked on the back table away from the patient. The procedure outcome and patient condition was reported to be unknown. Additional information was received on february 28, 2019. It was a femoral access angiogram procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to lot #. It was inadvertently initially reported as 06090496; however, the correct lot # 06091496 has been provided.